Manufacturer narrative:
(B)(4). Batch # t5c585. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic pneumonectomy, the staples at the middle part of the cartridge were formed in lumbricoid shape at the third firing on the bronchial tube. The target tissue was calcified and compressed for 30 seconds before the firing. The cartridge was ecr45d. Additional hand suture was performed with four pds (the thickness of the pds was 4-0) to complete the case. The surgeon sutured at the unformed stapling under the laparoscopic surgery. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Batch # t5c585. Investigation summary: the analysis found that one pcee45a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.